Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise via a merlin.net transmission. The patient would be brought in clinic for further evaluation.